Manufacturer narrative:
(B)(4). The returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 307.4 cm from the end of the connector to the exposed tip. The exposed glass tip measured 3 mm. Examination under magnification confirmed the pattern on the tip is consistent with normal degradation. Fibers are consumable and meant to degrade. Light from the sma connector was blurry and non-concentric, indicating that the fiber is broken within the connector. No other issues with the device were noted. The reported complaint was confirmed. The analysis of the returned device revealed distorted light from the sma connector, indicating that the fiber is broken within the connector. Additionally, the fiber tip was observed to be degraded. The laser fiber transmits laser energy from the laser console to the treatment site through the fiber tip, which should be handled with care during use. The fiber is consumable and meant to degrade with use. Damage within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga laser console. According to the complainant, during the procedure, at the time of activating the laser fiber, it did not give light nor fragment the stone. Reportedly, the laser fiber has been reprocessed 4 times. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector. Please see block h10 for full investigation details.